Manufacturer narrative:
The additional information received alleges that the patient experienced dialysis induced hypotension approximately twelve days after the initially reported date of event. Clarification is needed in order to determine the nature of the patient event. As a result, additional information has been requested in order to obtain complete details surrounding the event and the information will be submitted upon receipt accordingly. This is one of two device reports that are associated with this event; the associated manufacturer report numbers are 1225714-2014-13492 and 1225714-2014-13493.

Event description:
The plaintiff's attorney alleged the plaintiff experienced a cardiovascular event on (B)(6) 2012 after use of the product.

Manufacturer narrative:
This is one event (cardiovascular) for the same patient involving two separate products.